Event description:
It was reported while performing a laparoscopic hernia, the doctor attached a shear and started resecting tissue. The handpiece wasn't activating and the customer removed the instrument and the 4-40 stud fell off. Another handpiece and shear was used to complete the case with no pt consequence.